Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the battery compartment was found to be cracked from the threads to the left side of the grip pad and below the grip pad to the case seal. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no moisture was observed. No moisture was observed under the display lens or in the battery compartment. The original complaint of moisture ingress in the pump could not be duplicated. Unrelated to the original complaint, the pump was powered on and the display was found to be dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment was alleged to be cracked/damaged with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.